Manufacturer narrative:
(B)(4).

Event description:
The customer reported receiving technical error 49. There were no adverse reactions reported during the use of the device. The device was returned for further evaluation. Technical error 49 (backup capacitor temperature sensor out of range) triggers an alarm and stops the pump. The device was received for evaluation and service confirmed the customer reported technical error 49. A review of the device history log found that error 49 (backup capacitor temperature sensor out of range) occurred more than ten times on the device. The evaluation found the capacitor leads on the power supply were missing solder. The capacitor leads were soldered and error 49 was no longer occurring. After repair, the device was found to meet specification.